Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Follow up #1 corrected complaint number to (B)(4).

Event description:
Provider alleges consumer alleges chair was tilted back and heard a pop and back gave way allegedly causing the chair to flip back.